Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad buttons were found to be worn, but all of the buttons were normally responsive. Contamination was found underneath all of the button contacts. (B)(6).